Event description:
The heatlhcare provider reported injecting evolysse smooth into the lip which was very painful. Over the next few weeks, lumps could be seen and felt in the lips. Three (3) months post injection, the product migrated past the lip line deforming the outline of the lips. It was reported that the product was dissolved. The lips still appear misshapen past the lip line as though they still have product in them.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. Per the dfu, evolysse smooth is intended for severe dynamic facial wrinkles and folds. For this case, the device was not used for an approved indication. Complaint number (B)(4).